Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system (was) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed a kink in the sheath 5cm proximal of the tip. Microscopic examination revealed no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. It was considered likely that the observed damage occurred as a result of factors encountered during the procedure.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A transesophageal echocardiography (tee) probe was used and measurement of the laa was completed. The physician introduced the transseptal sheath and needle using tee and angiography imaging. After transseptal puncture (tsp), the amplatz super stiff wire was placed in the pulmonary vein. The watchman truseal access system (was) sheath and associated dilator were then flushed and the transseptal sheath was replaced with the was sheath. 7000 units of heparin was administered. The amplatz super stiff wire was then replaced with the pigtail catheter. Navigation of the pigtail catheter into the laa was difficult and the implanter used contrast twice. The patient then underwent st stretches across the posterior wall. The coronary arteries were visualized by angiography and contrast administration. The right coronary artery (rca) was observed to be occluded medially by air. The patient was then reanimated and stabilized. Shortly afterwards, ventricular fibrillation occurred, and the patient was defibrillated followed by several cardioversions. A wire was placed in the rca and opened again. The procedure was aborted, and the patient was stabilized. The cause of the air embolism could not be clarified.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A transesophageal echocardiography (tee) probe was used and measurement of the laa was completed. The physician introduced the transseptal sheath and needle using tee and angiography imaging. After transseptal puncture (tsp), the amplatz super stiff wire was placed in the pulmonary vein. The watchman truseal access system (was) sheath and associated dilator were then flushed and the transseptal sheath was replaced with the was sheath. 7000 units of heparin was administered. The amplatz super stiff wire was then replaced with the pigtail catheter. Navigation of the pigtail catheter into the laa was difficult and the implanter used contrast twice. The patient then underwent st stretches across the posterior wall. The coronary arteries were visualized by angiography and contrast administration. The right coronary artery (rca) was observed to be occluded medially by air. The patient was then reanimated and stabilized. Shortly afterwards, ventricular fibrillation occurred, and the patient was defibrillated followed by several cardioversions. A wire was placed in the rca and opened again. The procedure was aborted, and the patient was stabilized. The cause of the air embolism could not be clarified.